Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain:pelvic pain') and neuromyopathy ('neuromuscular problems') in an adult female patient who had essure (batch no. 782774) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included urgency urination on (B)(6) 2012, dysuria, hematuria, nocturia, increased urinary frequency and elevated bp. Concurrent conditions included cystitis, fatigue, endometrial biopsy, skin red, vaginal bleeding and nabothian cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia/ bleeding"), device extrusion ("extrusion") and infection ("infection"). The patient was treated with surgery (robotic hysterectomy with possible bilateralsalpingo-oophorectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, neuromyopathy, urinary tract disorder, allergy to metals, dyspareunia, menorrhagia, device extrusion and infection outcome was unknown. The reporter considered allergy to metals, device extrusion, dyspareunia, infection, menorrhagia, neuromyopathy, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: linear density seen within the pelvis related to the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: xray findings - there are linear density seen within the pelvis, possibly related to the fallopian tubes, clinical correlate - impression: unremarkable sacrum and coccyx. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dyspareunia and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jul-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain:pelvic pain/pain on left side') in an adult female patient who had essure (batch no. 782774) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included urgency urination on (B)(6) 2012, dysuria, hematuria, nocturia, increased urinary frequency and elevated bp. Concurrent conditions included cystitis, fatigue, endometrial biopsy, skin red, vaginal bleeding and nabothian cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neuromyopathy ("neuromuscular problems"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia/ bleeding"), device extrusion ("extrusion"), infection ("infection"), angina pectoris ("heartache"), tooth loss ("teeth falling out of my mouth"), dental caries ("tooth decay") and adverse event ("adverse event"). The patient was treated with surgery (robotic hysterectomy with possible bilateral salpingo-oophorectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, neuromyopathy, urinary tract disorder, allergy to metals, dyspareunia, menorrhagia, device extrusion, infection, tooth loss, dental caries and adverse event outcome was unknown. The reporter considered adverse event, allergy to metals, angina pectoris, dental caries, device extrusion, dyspareunia, infection, menorrhagia, neuromyopathy, pelvic pain, tooth loss and urinary tract disorder to be related to essure. The reporter commented: linear density seen within the pelvis related to the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: xray findings - there are linear density seen within the pelvis, possibly related to the fallopian tubes, clinical correlate - impression: unremarkable sacrum and coccyx. Concerning the injuries reported in this case, the following ones were reported via social media. Cardiac pain. Lot number: 782774, manufacturing date: 2010-09, expiration date: 2013-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain:pelvic pain/pain on left side') in an adult female patient who had essure (batch no. 782774) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included urgency urination on (B)(6) 2012, dysuria, hematuria, nocturia, increased urinary frequency and elevated bp. Concurrent conditions included cystitis, fatigue, endometrial biopsy, skin red, vaginal bleeding and nabothian cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neuromyopathy ("neuromuscular problems"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia/ bleeding"), device extrusion ("extrusion"), infection ("infection"), angina pectoris ("hearttache"), tooth loss ("teeth falling out of my mouth"), dental caries ("tooth decay") and adverse event ("adverse event"). The patient was treated with surgery (robotic hysterectomy with possible bilateralsalpingo-oophorectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, neuromyopathy, urinary tract disorder, allergy to metals, dyspareunia, menorrhagia, device extrusion, infection, tooth loss, dental caries and adverse event outcome was unknown. The reporter considered adverse event, allergy to metals, angina pectoris, dental caries, device extrusion, dyspareunia, infection, menorrhagia, neuromyopathy, pelvic pain, tooth loss and urinary tract disorder to be related to essure. The reporter commented: linear density seen within the pelvis related to the fallopian tubes. . Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: xray findings - there are linear density seen within the pelvis, possibly related to the fallopian tubes, clinical correlate - impression: unremarkable sacrum and coccyx. Concerning the injuries reported in this case, the following ones were reported via social media. Cardiac pain. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the cases (B)(4) were found to be duplicate of this case. Therefore these cases (B)(4) were marked for deletion and all information was transferred to this case. From deletion cases events "teeth falling out of my mouth, tooth decay and adverse event" were added. Legacy device report num 2951250-2019-03196 (from retention case (B)(4)). No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain:pelvic pain/pain on left side') in an adult female patient who had essure (batch no. 782774) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included urgency urination on (B)(6)2012, dysuria, hematuria, nocturia, increased urinary frequency and elevated bp. Concurrent conditions included cystitis, fatigue, endometrial biopsy, skin red, vaginal bleeding and nabothian cyst. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), neuromyopathy ("neuromuscular problems"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia/ bleeding"), device extrusion ("extrusion"), infection ("infection") and angina pectoris ("heartache"). The patient was treated with surgery (robotic hysterectomy with possible bilateral salpingo-oophorectomy, cystoscopy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, neuromyopathy, urinary tract disorder, allergy to metals, dyspareunia, menorrhagia, device extrusion and infection outcome was unknown. The reporter considered allergy to metals, angina pectoris, device extrusion, dyspareunia, infection, menorrhagia, neuromyopathy, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: linear density seen within the pelvis related to the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: xray findings - there are linear density seen within the pelvis, possibly related to the fallopian tubes, clinical correlate - impression: unremarkable sacrum and coccyx. Concerning the injuries reported in this case, the following ones were reported via social media. Cardiac pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content event added-cardiac pain. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain:pelvic pain') and neuromyopathy ('neuromuscular problems') in an adult patient who had essure (batch no. 782774) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included urgency urination on (B)(6) 2012, dysuria, hematuria, nocturia, increased urinary frequency and elevated bp. Concurrent conditions included cystitis, fatigue, endometrial biopsy, bone swelling, vaginal bleeding and nabothian cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia/ bleeding"), device extrusion ("extrusion") and infection ("infection"). The patient was treated with surgery (robotic hysterectomy with possible bilateral salpingo-oophorectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, neuromyopathy, urinary tract disorder, allergy to metals, dyspareunia, menorrhagia, device extrusion and infection outcome was unknown. The reporter considered allergy to metals, device extrusion, dyspareunia, infection, menorrhagia, neuromyopathy, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: linear density seen within the pelvis related to the fallopian tubes. Xray findings - there are linear density seen within the pelvis, possibly related to the fallopian tubes, clinical correlate - impression: unremarkable sacrum and coccyx. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dyspareunia, menorrhagia. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.